Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left iliac artery with 80% stenosis, heavy calcification and mild tortuosity. The 7.0x60mm armada 35 balloon dilatation catheter (bdc) had no resistance during advancement, however, burst during the first inflation at 4 atmospheres (atms) in a circular form. The armada 35 bdc was soaked and prepared (air aspiration) outside the anatomy prior to use. There was resistance during removal when trying to withdraw the delivery system of the balloon as a unit. Upon removal, the balloon and delivery catheter were noted to be separated and surgical arteriotomy was performed to remove the proximal part of the balloon and delivery catheter. There was no adverse patient sequela. There was a delay of 1 hour in the procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
A visual and scanning electron microscopy (sem) inspection/analysis were performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture, difficulty removing the device and separation appear to be related to circumstances of the procedure. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. Based on the reported information and analysis of the returned device, it is likely that the balloon rupture was the result of interaction with the heavily calcified lesion. Additionally, during removal there was resistance as the balloon interacted with the sheath causing the balloon and inner member material to separate. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.